Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead exhibited noise. The noise was reproducible with isometrics. The device was changed to left ventricular bipolar sensing and isometrics showed no noise.